Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 1 burst of inappropriate anti-tachycardia pacing (atp) and 2 electric shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. No additional adverse patient effects were reported.